Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that the main keypad is inoperative. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. During investigation, a service representative observed a bent pin on the main keypad. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.